Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of he manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
In 2009, the patient was treated with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk ipsilateral leg component was deployed on the right side without incident. When introducing the 18 french gore introducer sheath, the sheath caught on the ipsilateral limb of the trunk ipsilateral leg component and pushed the trunk ipsilateral leg component 5-6 cm proximal to the lowest renal artery. The physician opted to get a wire up and over inside the trunk ipsilateral leg component and snare the device back down below the lowest renal artery. The physician continued the procedure without incident. The patient tolerated the procedure.